Event description:
Customer reported she experienced low blood glucose and the paramedics went to her house; she was not taken to the hospital. Blood glucose value was 10 mg/dl; treated with glucose medication. Customer declined to be taken to the hospital. Customer stated that low might have been due to recently having baby on (B)(6) 2014 and she was breast feeding. Doctor changed the basal rate settings. Customer also stated that the sensor was not communicating with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.